Event description:
The clinical specialist reported the following information: on (B)(6) 2025, the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system. The procedure was completed with no reported issues, and no endoleaks were observed at the close of the procedure. A bxb057902a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) was implanted in the left renal artery. It was reported on an unknown date, follow-up imaging was performed and a suspected type iii endoleak was observed from the left renal portal. It was suspected that additional ballooning may be required and may be the cause of the endoleak. A reintervention procedure is schedule for (B)(6) 2025. The fsa was notified about this endoleak on (B)(6) 2025. On (B)(6) 2025, it was reported that upon scheduled reintervention surgery on (B)(6) 2025, the physician angiographically interrogated the stent branches, especially the left renal branch, and could not produce an endoleak. Physician concluded that the leak evidenced on the previous CT scan, was most likely read incorrectly as a type 3, and is actually a type 2 leak. Physician indicated that he would continue to monitor this patient and the leak diligently.

Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code b20-device remains implanted. H6: code d15-there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.